Event description:
It was reported that they were cooling patient and getting 02 low flow in an arctic sun device. Tried disconnecting and reconnecting and straightening lines, but no resolution. Water flow rate (wfr) was 0.1 l/m neonatal pads connected. Patient temperature (pt) was 34c targeted temperature (tt) was 33.5c water temperature (wt) was 21.2c water flow rate (wfr) was 0.1 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 21.5c. Outlet control temperature (t2) was 21.4c. Inlet temperature (t3) was 22c. Chiller temperature (t4) was 4.7c .water flow rate (wfr) was 0.2 l/m. Patient has 3 hours left of cooling before rewarming beings. Inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 0, heater was 0, wrl 4, system hours were 3685.2 and pump hours were 3495.6. Had her stop therapy, empty pads and disconnect. Walked through placing in manual control at 20c. Manual control with no pads. Water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater was 16. Reconnected pads while in manual control. Water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -10 psi, circulation pump command (cpc) was 61 percentage, mixing pump command (mpc) was 0, heater was 0. Disabled manual control and returned to therapy with pads connected water flow rate (wfr) was stabilized at 0.6 l/m and would not rise. Advised to swap out to alternate set of pads and set these aside for return and investigation. Explained importance of water flow rate (wfr) especially when rewarming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient and getting 02 low flow in an arctic sun device. Tried disconnecting and reconnecting and straightening lines, but no resolution. Water flow rate (wfr) was 0.1 l/m neonatal pads connected. Patient temperature (pt) was 34c targeted temperature (tt) was 33.5c water temperature (wt) was 21.2c water flow rate (wfr) was 0.1 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 21.5c. Outlet control temperature (t2) was 21.4c. Inlet temperature (t3) was 22c. Chiller temperature (t4) was 4.7c .water flow rate (wfr) was 0.2 l/m. Patient has 3 hours left of cooling before rewarming beings. Inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 0, heater was 0, wrl 4, system hours were 3685.2 and pump hours were 3495.6. Had her stop therapy, empty pads and disconnect. Walked through placing in manual control at 20c. Manual control with no pads. Water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater was 16. Reconnected pads while in manual control. Water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -10 psi, circulation pump command (cpc) was 61 percentage, mixing pump command (mpc) was 0, heater was 0. Disabled manual control and returned to therapy with pads connected water flow rate (wfr) was stabilized at 0.6 l/m and would not rise. Advised to swap out to alternate set of pads and set these aside for return and investigation. Explained importance of water flow rate (wfr) especially when rewarming. Per follow up information received via task on 01aug2025, transferred to charge nurse who confirmed their representative had taken the pads two weeks ago. They did not have any therapy information to provide.